Manufacturer narrative:
After initial review it was determined that the patient is a 54-year-old post menopausal woman past medical history: smoker- 0.25 ppd x 18 years; hypertension, biliary dyskinesia, benign positional vertigo. Allergies: cinnamon; surgery: bunionectomy, neuroma surgery, cholecystectomy, tubal ligation family history: sister- breast cancer, maternal aunt - breast cancer, father - melanoma, brother - lung cancer, maternal uncle - esophageal cancer, maternal uncle - prostate cancer the patient is a 54-year-old postmenopausal woman with a significant family history who was asymptomatic and screen positive on (B)(6) 2022. At that time an asymmetry of the left breast and two areas of concern thought to be cystic in the medial breast were noted. At 6 month follow-up on (B)(6) 2022 mammogram and us confirmed change to two nodules considered suspicious. On (B)(6) 2022 us guided biopsies proved invasive ductal carcinoma of overlapping sites: # 1) grade 2, 1.3 cm; ER .9%/pr .3% (considered negative), her2 2-3+positive; ki67 16%; #2) grade 2, .7cm ER .3%; pr 0, (considered negative) her2- 3+positive, ki67 29%; mammaprint unable to complete. Clinical: invasive ductal carcinoma t1n0m0 ER/pr negative, her2 positive. The patient was natera gene panel positive- mutyh an MRI confirmed both hypervascular lesions located in the central and medial aspect of the left breast. On (B)(6) 2022 the patient had a complication during port placement for neoadjuvant chemotherapy and was admitted to the hospital on (B)(6) 2022 with a diagnosis of pneumopericardium. This resolved within 24 hours. The patient received weekly taxol and herceptin every 3 weeks. Start date is not available in the records reviewed. Per follow-up notes, the patient remained on weekly taxol until (B)(6) 2023. An MRI on (B)(6) 2023 noted: ¿left breast, bi-rads 6, biopsy-proven two side multifocal malignancy in the lower inner quadrant/around 9:00. Previous masses are no longer demonstrated consistent with response to therapy. There are known biopsy clips at these 2 separate locations¿. This was confirmed by mammogram and ultrasound. The patient had been considering a bilateral mastectomy however, given the complete response to chemotherapy, the patient underwent new marker placement and on (B)(6) 2023 the patient underwent preop ultrasound and guided needle locator x2, a left breast lumpectomy with additional margins, sentinel lymph node biopsy, and biozorb placement (1 marker (size not recorded) model f0203, log 4065910, manufact. Focal therapeutics inc-wd; lot 22g21rm). Notes: ¿we then placed a three-dimensional implant in the tumor bed, sutured it into place with 3-0 vicryl sutures.¿ flaps were developed to cover large defects -¿soft tissue transfer flaps greater than 30 cm2. The primary defect measured 6 x 10 cm for 60 cm2, the secondary defect measured 14 x 15 cm for 210 cm2, for a total of 270 cm2¿. Following her surgical recovery the patient underwent radiation therapy treatment from (B)(6) 2023 for a total dose of 4005cgy in 15 fractions. Notes reflect incidental itching with no other remarkable side effects. On (B)(6) 2023 at a 2.5 month follow-up radiation oncology visit the patient had generalized mild pruritis and a rash on her left breast following sun exposure. ¿the patient's left breast is slightly larger than the right breast but otherwise is quite symmetrical with respect to midline of her chest. There is a well-healed surgical scar extending from the left upper quadrant inferiorly and diagonally. There was no peau d¿orange, erythema, or retractions in either breast. Neither breast had any suspicious palpable masses. There was a little bit of palpable scarring as expected in the resection cavity. She did have some mild tenderness in the resection cavity as well. There really was not any significant increased firmness or fibrosis in the treated left breast¿. The notes refer to her ongoing chemotherapy with herceptin. On (B)(6) 2023 the patient was seen in the pain clinic for a ¿year long¿ complaint of chemotherapy induced neuropathy causing chronic pain in her thighs and feet which failed to resolve after physical therapy and emg. Her pain was affecting her activities of daily life such as transportation, housework, and walking. Her pain medication was changed at that time. She had no breast related complaints. On (B)(6) 2024 (1 year post implant) the patient¿s diagnostic mammogram was negative for malignancy- ¿there are expected post-surgical changes in the left breast, including architectural distortion and increased parenchymal density as well as a biozorb implant. There are no focal suspicious masses, areas of architectural distortion, or suspicious calcifications¿. The notes do list, under comments no mammographic evidence of malignancy and recommend clinical management of the patient's pain in the left breast. On (B)(6) 2024 (1 year, 2 months post implant) the patient met with her breast surgeon and complained about persistent pain at the site of the biozorb and point tenderness at the lateral aspect of the left breast. The patient was consented for ¿local anesthetic injection at the point tenderness lateral aspect of the left breast, biozorb explant, and ¿right vertical mastopexy¿. On the same day the patient underwent the planned surgery. Regarding the left breast explant the operative note reflects: ¿there was some grumous material around it. It was broken, but we removed the entire device. We irrigated copiously and debrided the capsule around this.¿ the final medical record is the explant/ mastopexy pathology report which does not mention evidence of the device or device fragments. Left breast tumor bed, excision: ¿no malignancy identified. 1 benign cystic cavity from previous lumpectomy (seroma). Adjacent benign ducts and terminal lobular units. Right breast, mastopexy/reduction: no malignancy identified. Benign ducts, terminal lobular units, fibrocystic change and overlying epidermis¿

Manufacturer narrative:
An investigation was completed: it was reported to hologic that on (B)(6) 2023 the patient received a biozorb. Later patient reported suffered from a hard lump, infection, adverse tissue reactions and intense excruciating and unrelenting pain, itching, tenderness at the site of the biozorb marker. Her pain worsened upon contact or movement affecting her daily life. The biozorb was reported visible through the skin. The patient underwent an additional surgery to have the biozorb removed. The physician explanted the device and it had broken in ¨shards¨ on (B)(6) 2024. Following the explant the patient developed a painful ¨bump¨ on her breast. On (B)(6) 2024 the physician removed trapped fluid from the patient´s breast. No other information available. No initial evaluation could be performed because there was no returned sample for this complaint. The sample was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not able to be performed. Investigation into several of the harms reported in this complaint was performed from a clinical literature review, as well as an investigation into the design and risk of the biozorb product. The harms identified during this complaint are: major pain (pain/ device palpability/sleep disfunction/failure to resorb), moderate infection, minor inflammation (limited mobility), moderate foreign body reaction (adverse reaction due to device materials), moderate tissue damage (tissue damage and/or skin erosion), major additional intervention (additional surgery/device explantation), hypersensitivity/allergic reaction (redness/erythema and/or itching sensation) a review of clinical literature performed on lumpectomies and their associated complications was performed. A summary of this review concluded that, while lumpectomy is a well-established option for breast cancer treatment, it inherently carries risks of complications, most notably infections, seroma formation, chronic pain, and wound healing issues. The literature demonstrates variation in complication rates based on surgical technique, additional therapies (such as intraoperative radiation therapy (iort) or radiation), and individual patient factors, with infection rates ranging from 2% to 10% and seroma rates from 11% to 65%. Chronic pain, particularly neuropathic pain, affects nearly one-third of patients. (Kwee et al. (2024)), migration can be influenced by several patient related factors which can influence the likelihood of migration after lumpectomy, such as breast density, biopsy location, and biopsy approach. Per a study by ashali jain et al. (2017), marker migration is a relatively common occurrence following stereotactic biopsies, happening in 13% of cases. Swelling is one of the expected events that could occur after surgery and/or radiation therapy regardless of the use of a biozorb device. Due to this, confirmation of the swelling during this event as a normal course of surgery vs being caused by the biozorb is not able to be done. Device explantation is based on the patient¿s physician¿s evaluation of their physical and health state and recommendation; therefore, an investigation into this intervention is not able to be performed for this complaint. Though complications are relatively common, most are manageable with appropriate postoperative care, making lumpectomy a viable option for many breast cancer patients when carefully monitored and followed up. An investigation was performed by subject matter experts (sme¿s) into several of the harms identified as being experienced by the patient related to design, risk management, and clinical factors. The results of these investigations and potential causes can be seen below; however, it is important to note that these results do not include medical input from a qualified medical professional: pain: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. The crystalline proportion in the device is unknown. Crystallinity may be causing irritation and foreign body reaction considering the long period of absorption of the device. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs, and therefore there are opportunities in design outputs and v&v activities. Migration: there is a lack of migration requirements and testing to evaluate if the device can cause tissue damage due to migration. The crystalline proportion in the device is unknown. High crystallinity may be causing migration/erosion considering the long period of absorption of the device. Verification of mechanical strength and simulated use is not adequate due to several opportunities related to sampling size and test methods. There is a lack of usability testing evaluating the user needs, so there is no assurance that the surgical methods being used for the users are adequate. There is a lack of adequate user needs to capture appropriate design inputs. Based on the clinical literature review, the harms reported to be experienced by the patient in the complaint are common symptoms from surgery and lumpectomies; therefore, a confirmation of the biozorb causing the harms was not able to be done. However, based on the review of the top harms in regard to the biozorb design and risk documentation, the adverse events reported can be tracked back to a potential shared cause: lack of adequate user needs for the product. User needs define the framework for product development and lay the ground for the definition of design inputs, design outputs and later verification and validation activities. Other potential causes are related to inadequate test methods and/or the lack of evidence to support some specific product requirements. Conclusion: when comparing the safety outcomes of the biozorb marker with general lumpectomy complications, it becomes evident that some of the complications associated with biozorb may stem from the lumpectomy procedure itself. Both procedures share overlapping risks, although the biozorb device introduces additional considerations. However, it has been confirmed that the lack of defined user needs and inadequate test methods and testing evidence are potential root causes for the harms reported in this complaint. This cause will be further investigated and addressed in a CAPA. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment biozorb complaint analysis. Updates to the biozorb hazard analysis risk file will be monitored. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a DHR review could not be performed because no lot information was provided.

Manufacturer narrative:
Device identifier: (B)(6). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2023 the patient received a biozorb. Later patient reported suffered from a hard lump, infection, adverse tissue reactions and intense excruciating and unrelenting pain, itching, tenderness at the site of the biozorb marker. Her pain worsened upon contact or movement affecting her daily life. The biozorb was reported visible through the skin. The patient underwent an additional surgery to have the biozorb removed. The physician explanted the device and it had broken in ¨shards¨ on (B)(6) 2024. Following the explant the patient developed a painful ¨bump¨ on her breast. In (B)(6) 2024 the physician removed trapped fluid from the patient´s breast. No other information available